Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2024, the patient presented with fatigue and somnolence to an outside hospital. The patient was then transferred to another hospital in multisystem organ failure which was thought to be caused by septic shock. The source of the infection was determined to be the driveline. Blood cultures returned positive for methicillin-sensitive staphylococcus aureus (mssa) and was treated with ancef (cephazolin). Their international normalized ratio (inr) was also elevated so anticoagulation was held and they were placed on multiple pressors and milrinone. Their hemoglobin and hematocrit continued to decline and the patient required multiple units of fresh frozen plasma (ffp) and packed red blood cells (prbc. Computed tomography (CT) of the head was performed that showed subarachnoid hemorrhage. The patient was discharged home in a stable condition on (B)(6) 2024 with a plan to continue IV antibiotic therapy with cefazolin until (B)(6) 2024. Warfarin was also reinitiated with decreased inr goal of 1.8-2.5.

Manufacturer narrative:
Section b2: outcomes corrected. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the reported infections could not be conclusively determined. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists sepsis, localized infection, driveline infection, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 ¿patient care and management¿ includes information regarding how to prevent and control infection. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The heartmate 3 lvas patient handbook, document contains several sections with information about how to prevent and control infection as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.